Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and the patient. When asked to clarify the statement that the patient wasn't able to increase stim any higher, the hcp reported that the patient expressed concerns and were told not to seek higher settings and to follow up with the clinic to discuss further. The cause of the patient not being able to increase their stim and their stim "not feeling normal" was not determined. The healthcare professional (hcp) wrote that the patient may be uncertain about programming of settings related to their symptom management. The patient admits there was improvement. On (B)(6) 2021, the hcp discussed with the patient recent clinic visit about medical management and settings. They were asked to return in 2 weeks for re-assessment. Their issue was not yet resolved. On (B)(6) 2021, the patient asked for assistance changing to program 2 because they are at 8.5 on program 1. Patient services reviewed how to change to program 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that  patient said they bowels are getting worse and the device is not helping their symptoms. Agent did not ask about the circumstances that led to the reported issue. Reviewed how to increase stim. Patient was able to increase stim to where they can feel stim.  No further complications were reported/anticipated at this time. Additional information was received from the patient. They reported that the pt called back repeating a continuation of event previously reported in this case that pt was still having problems with ins. The pt requested assistance increasing stimulation due to this. Patient services walked the pt through how to increase stimulation and the pt initially stated when trying to press find device on search for device screen that handset wasn't responding. The pt closed out of all applications, re-opened my therapy app, then confirmed handset responded when they pressed find device. The pt initially increased stimulation from 3.8v to 6.5v and reported feeling stimulation in legs when pt increased stimulation while pt was sitting. The pt stood up and stated they were feeling stimulation in their butt once standing. Pt then reported feeling stimulation in butt and legs while standing. The pt reported feeling of stimulation in legs is worse when pt sits. The pt then increased stim to 7.7v and reported feeling stim in legs when they stretch up and down. Patient services reviewed to decrease stimulation if feeling stim in legs and follow up with hcp. Patient services reviewed therapy and stimulation overview and expectations. The pt decreased stimulation to 5.3 and confirmed feeling stim comfortably in bike seat area (no longer in legs). The pt will monitor symptoms now that change was made and will follow up with hcp if not seeing an improvement. The pt mentioned they have hcp appointment scheduled in 2 weeks. The pt inquired about how to know when the communicator needs to be charged. Patient services reviewed communicator general overview and battery lights. On (B)(6) 2021, the patient said the device is not helping their symptoms and they can't increase stim any higher. The patient was on program 5 at 8.5. Patient services reviewed how to change programs. The patient tried programs 6 and 7. The patient increased both to 8.5 and said they were able to feel stim but it didn't feel like it normally does. The patient said they haven't had any falls, trauma or change in activity. Patient services recommended that the patient follow up with their hcp to have the device checked. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.